Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the impella cp cannula kinked, and low flows were present throughout the case. The impella 14fr peel away sheath cracked at the orange ring/ white butterfly junction. Significant bleeding was noted from crack in sheath. Repositioning sheath was placed, and the physician sealed the crack with dermabond. The patient is stable.

Manufacturer narrative:
The investigation has been completed. The pump and a short 14 french x 13 centimeter introducer were returned for investigation. Data logs were not provided for the investigation. According to the clinical details, the cannula was found to be kinked, which resulted in low pump flow throughout the case. Additionally, the doctor reported bleeding from the orange introducer hub and applied dermabond to control the bleeding. No physical damage was observed on the returned pump, except for the kinked cannula. The pump was tested according to specifications in a bucket of water, and it functioned correctly. The returned introducer had dermabond applied on the orange introducer hub. Orange part of introducer has exhibits some surface damage where the glue was applied. The introducer was further tested for leaks and met the pressure specification of 180 mmhg. The introducer bleeding failure mode was removed and addressed under the access site bleeding failure mode as the root cause. Additionally, the reported product was changed from the pump to the introducer for the access site bleeding failure mode. The root cause of the access site bleeding was most likely due to valve damage on the introducer hub. Based on the damage evident on the returned product, the damage could be attributed to interaction with another device. The cause of the low pump flow issue was a kinked cannula, based on returned product investigation and given clinical details.